Manufacturer narrative:
The patient email was missed from follow up (1) report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on january 6 2025 indicated that the patient underwent bilateral removal on (B)(6) 2024. The pictures of the devices revealed that both implants were ruptured severely. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Reason for device explant and/or reoperation: symptomatic rupture, generalized illnesses manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Devices' photo evaluation completed on january 18, 2025: upon visual evaluation of the image provided in the complaint no apparent damage or visual anomalies were observed. As the product involved in this complaint was discarded, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent a revision breast augmentation with two 500cc mentor memorygel breast implant prostheses postoperatively experienced suspected left-sided rupture, left-sided breast pain, right-sided anisomasita, and suffered several unexplained systemic symptoms, including joint pain, hair loss, body stays cold, always has chills, and no energy. The root cause of the patient¿s symptoms is unclear. The patient stated that she¿s been experiencing the symptoms for 3-4 years, and she was involved in an automobile accident (unknown year) that required a nose reconstruction surgery. However, it is not conclusively known if the accident affected her implants. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right prosthesis.